Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient was found to have ectopic ossification (class 4) at the 24 month follow-up of (B)(6) clinical study. There is not a revision surgery planned. The surgeon will continue to monitor the patient.

Event description:
It was reported the patient was found to have ectopic ossification (class 4) at the 24 month follow-up of mobi-c clinical study. There is not a revision surgery planned. The surgeon will continue to monitor the patient.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, and no photos or x-rays were provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.